Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the glidesheath slender sheath was inserted over the wire (otw) and hubbed. Access was obtained in the right radial. The dilator was removed and the sheath was kinked at the hub. The md was still able to flush and insert the wire and the catheter. However, the kink was different than expected. They did not need to replace the sheath. The patient was in stable condition, and the procedure outcome was successful. Additional information was received on 09-04-18. The sheath was hubbed to the patient's wrist.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 6fr glidesheath slender was received for product. No other components were received with the sheath. The sheath was subjected to visual analysis. There was one kink and two shallow kinks present from the distal tip of the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, it is likely that application of off-axis forces during or immediately before usage led to the condition seen on the returned device. However, the exact cause of the reported event cannot be definitively determined based on the available information.